Manufacturer narrative:
(B)(4) hypotube detached. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed successfully onto the tissue. However, it was reported that a larger piece of metal came off the device after deployment(hypotube). The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.